Event description:
It was reported that the patient had undergone a previous posterior osteotomy and instrumentation placement and then a subsequent anterior resection of the l5 vertebral body. The patient had a very severe pathology with degree of spondylolisthesis and significant pelvic retroversion. The patient presented the day of surgery with spondylolisthesis grade v spondyloptosis at l5-s1. The patient underwent l5 vertebrectomy, posterior reduction of grade v spondylolisthesis and posterior fusion with legacy instrumentation from l3 to the sacrum and anterior fusion from l4 to the sacrum using local bone graft, mastergraft matrix and rhbmp-2/acs. Per medical records, patient has had a very hard time postoperatively. She had bilateral leg problems and significant weakness and foot drop on the left. X-rays showed reasonable overall balance. Lateral l5-s1 lateral lumbrosacral film shows the instrumentation in good position and it looks like her fusion is incorporating. On 03/18/2013 the patient presented with l5-s1 radiculopathy, right more than left.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.